Event description:
Reference MDR # 1219856-2012-00044 for the first event involving the same pt. It was reported that the event occurred while in the coronarography unit. The second intra-aortic balloon (iab) was inserted through the teflon sheath via femoral (same insertion site) with no issues. When attempting to zero, the calibration key would not work. As a result, the calibration key of the first iab was successfully used. The pt retrieved the calibration key (black part) of the first iab and the connector (blue part) of the second iab. The calibration key of the second iab is available for return. There was no death, complications or injury noted. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.